Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled the altitude operating range. There was no reported impact to the customer¿s blood glucose. Reportedly, customer ultimately cleared alarm and customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled the altitude operating range. There was no impact to the customer¿s blood glucose. Reportedly, customer ultimately cleared alarm and customer continued using pump for insulin therapy.